Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medication had become stuck in the pocket lid, causing the pocket to jam. A field service engineer determined that the customer had attempted remote guidance to gently pry it open, which was unsuccessful, and the pharmacy was able to resolve the jam the following morning. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was opening but the cubie was not. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.